Event description:
Ous MDR - after an implantation time of about 56 months, a shock impedance >150 ohm was reported during a device exchange. No deterioration of the patient's state of health was reported. The date of implant was not provided.

Manufacturer narrative:
The returned lead was thoroughly analyzed. The analysis showed a conductor fracture of the rope conductor to the rv and vcs shock electrode in the area of the fork. This damage was with high probability caused by strong tensile forces during the device exchange and can be regarded as the cause for the measured shock impedance of more than 150 ohm. Additional damage is probably a result of the explantation process. There were no indications of material defects or manufacturing errors.